Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded and there was blood in the wire lumen. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a separation in the hypotube located 65.1 cm from the tip of the device. The fracture faces of the separation were ovalized, as if kinked prior to separating. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. The 92% stenosed target lesion was located in the right coronary artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that shaft fracture occurred. The 92% stenosed target lesion was located in the right coronary artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.